Event description:
It was reported by service report that the side rails could not remain latched and the brakes could not remain engaged. No patient involvement or adverse consequences were reported.